Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used during a procedure performed on (B)(6) 2013. According to the complainant, during preparation, the clip went to the side of the sheath when the technician attempted to push the resolution clip out of the sheath. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Although the patient age and date of birth were not reported, it was reported the patient was over 18 years old. Reported event of oversheath damage. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device found that 7 cm of the oversheath was torn at the distal end, and the clip assembly was attached to the control wire. The clip assembly did not advance smoothly due to the torn oversheath. Additionally, the clip assembly was able to be actuated, and then deployed with two distinctive clicks being heard. The prongs opened to approximately 11 mm. The most probable root cause of this investigation is handling damage. A complaint with a most probable root cause classification of handling damage indicates the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used during a procedure performed on (B)(6) 2013. According to the complainant, during preparation, the clip went to the side of the sheath when the technician attempted to push the resolution clip out of the sheath. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be okay.